Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. This event had the potential to interrupt therapy or to be a false alarm. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was not confirmed nor reproduced. The assignable cause was determined to be depleted main batteries. The main batteries and harness were replaced to fix the reported condition.